Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead triggered a lead integrity alert (lia) for an impedance spike to high impedance and short v-v intervals. Noise on the rv lead was reproducible with movement. A fracture on the rv lead was suspected and during lead extraction a suture was found tied to the lead that appeared to have damaged the lead while the patient was digging a ditch. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.